Manufacturer narrative:
(B)(4). The device has been requested, but has not yet been received by baxter. A follow-up medwatch report will be submitted if the device is received for evaluation or if additional information is available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump that had failure code 703:00. The event occurred during delivery. There was no adverse event, patient injury, adverse event, or medical intervention associated with this report. There is no further complaint information available.the user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). Correction/additional information: during baxter's review of the event history, it was discovered that failure code 703:00 did not interrupt delivery.